Event description:
Information received from the field notes that during a routine follow-up, the device exhibited excessive battery discharge. The measured battery data was 2.70v, 38ua, 1 kohms. The previous follow-up in may was 2.72v, 39ua, <1 kohms. The patient was not pacemaker dependent.